Manufacturer narrative:
Citation: zhan y et al. A meta-analysis comparing transaxillary and transaortic transcatheter aortic valve replacement. Gen thorac c ardiovasc surg. 2021 jan;69(1):19-26. Doi: 10.1007/s11748-020-01428-w. Epub 2020 jul 15. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the patient outcomes following transaxillary and transaortic transcatheter aortic valve replacement (tavr). All data was collected and pooled via a meta-analysis review of four studies published between 2015 and 2018. The study population included 750 patients and was predominantly male with a mean age of 82.7 years. Of those, 568 patients were implanted with medtronic corevalve transcatheter valves and the remaining 182 patients received edwards sapien, xt, or s3 transcatheter valves. No unique device identifier numbers were provided. Three of the four studies reported the occurrence of death within one year after tavr with a total of 101 deaths in the pooled results. None of the deaths were directly associated with corevalve. The authors included the following adverse events in the pooled results: permanent pacemaker implantation, stroke, paravalvular leak, and unspecified vascular complications. Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.